Event description:
It was reported by service report that the top rail was broken on the stretcher presenting sharp edges and the siderail could not be latched up. The customer could not determine whether there was patient involvement or if adverse consequences occurred.